Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. The complaint issued by the customer purports the viality device did perform until halfway through the procedure. Tubing was changed, top lid on tight, and drawer was in place. The device was not reported to be leaking. From the extent of information given, it is most likely a stoppage occurred during the procedure that may have occluded the vacuum port on the viality device, a new device successfully put into use to finish the procedure without further issues. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Viality unit was no longer providing suction. Tubbing was swapped, drawer was not pulled and lid was on tight. Additional viality unit was needed to complete procedure.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.